Event description:
(B)(4). According to the information received, there was a urine bag with a blocked inlet. It was stated that the urine does not run into the bag, it remains in the tube.

Event description:
(B)(4).according to the information received, there was a urine bag with a blocked inlet. It was stated that the urine does not run into the bag, it remains in the tube.

Manufacturer narrative:
Six samples were returned for testing. Pressure/time to initiate flow into the bag and filling rate were evaluated. All samples met specification. Based upon the results of this testing, the complaint cannot be confirmed as reported.

Manufacturer narrative:
The product was returned but the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. When additional information becomes available, a follow up report will be filed.